Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6f angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned unmated from the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube found to be separated from the hemostasis sheath and the collagen was stuck in the valve on the hemostasis sheath with the suture still uncut and connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible as well. The bypass tube was present near the tip of the carrier tube. Two kinks were observed on the returned carrier tube. The deployment sleeve of the device was in the full forward lock position. No other visual anomalies were noted. Manual tension was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen and anchor was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the carrier tube assembly may have been removed after unsuccessful deployment; the removal of the tube would not have been possible if the deployment sleeve was correctly locked. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device deployment was done by a fellow and the deployment failed. It appeared that the bypass tube may not have been hubbed when the collagen was introduced to the sheath causing it to push through early. They realized there was an issue and pulled everything out before deploying completely and cutting the suture. Manual compression was used to achieve hemostasis. The procedure outcome was good. The patient condition was good. There were no other devices or equipment used with the reported product. Additional information was received on 05dec2019. The type of procedure being performed was a maa/y90 procedure using a 6fr sheath. Additional information was received on 27dec2019. Right femoral artery placement.